Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that about 10 days after the device was implanted on the patient¿s backside, it had tended to speed up on its own at night time, so it made it impossible to fall asleep, and it was impossible to adjust something vibrating so much at night time inside the body. It was noted that there was a serious injury; however, it was unknown what the injury was. No further complications were reported/anticipated.